Event description:
A (B)(6) male patient, with an angulated neck (some right to left angulation in the neck as well as some slight anterior angulation) and heavy calcium in the left iliac and moderate calcium in the right common iliac, underwent evar on (B)(6) 2014. The device (not modified in any way prior to use) deployed higher than intended in the patients anatomy and thus covered the patients lowest left renal artery. The physician was not aware until the final run at the end of the procedure. Multiple efforts were made from below to try and select the artery with a bentson wire and multiple catheters were unsuccessful. Then the left arm was prepped out, and multiple attempts were made from above to try and get behind the graft and into the renal artery were unsuccessful as well. The physician ended up leaving the procedure with the left renal artery covered. The physician said after the case that the patient was still making urine, and said he had spoken with the family and they were understanding. As of (B)(6) 2014 at 0900, the physician stated that the patient had been remitted with multiple issues but did not go into any detail. The rep will follow up with him. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.